Manufacturer narrative:
The returned file has been analyzed and turns out to be unscathed, without damage. No fault was found. Involved product that broke during use was not returned and cannot be analyzed. For information, no unused file is available for evaluation. Nothing unusual to report was found during dhrs review. Root causes are not identified. We will track this kind of event and monitor the trend.

Manufacturer narrative:
While no injury was reported, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a reciproc file broke during use. The separated piece could not be retrieved and but treatment is not yet complete (the canal is not yet filled).